Event description:
Reference MFR report: 1627487-2019-03748. It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the extension. The issue was resolved. It is unknown which extension was replaced. As such, both extensions are being reported.